Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. Pump was returned for investigation. No physical damage was noted on the returned product. The pump passed the laser continuity test for the optical signal line, and all the 5s parameters were within specification during optical bench testing. Data log shows the placement signal value below 0 with reported spike 3000 before pump placement. The cause of the optical signal issue was not determined since it could not be reproduced on the returned product. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number. B7 other relevant history, including preexisting medical conditions updated. D6a / d6b updated. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
During preparation for implantation of an impella 5.5 the pump was found to have a malfunctioning optical signal sensor. A new impella was used to support the patient. No patient harm was reported.